Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with intraperitoneal vancomycin two grams every four days for two weeks and when the vancomycin therapy completed on an unknown date, the patient began therapy with amoxicillin orally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After six days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.